Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba, powered in service mode and entered event error log notice transducer fault recorded on (B)(6) 8:12. Perform transducer calibration; pass. Run unit overnight and no anomalies were recorded in event error log. Could not duplicate reported problem. This issue is being addressed in internal correction.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer via the issued return goods authorization.

Event description:
The customer reported that the while in patient use the ventilator sporadically shows transducer fault on the screen with audible and visual alarms. No patient harm.